Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. Evaluated by manufacturer: the disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot review was not able to be conducted for the myosure system as product identification numbers were not provided by the complaint. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician performed a myosure procedure for uterine tissue removal and lost visualization. She was however, able to complete the polyp removal with graspers. "A few days later (exact date unknown) the patient complained of bloody stools." She went to the hospital and was diagnosed with sepsis and had "stool in her stomach". Pathology sampling (tissue unknown) came back showing "fat tissue in the bowel". A temporary colostomy was created. On (B)(6) 2013, it was reported that the patient has been discharged (date unknown) and she "is currently doing ok".